Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m126 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m126 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer supplied photograph verified the centrifuge bowl broke as blood splatter is visible on the centrifuge chamber walls, and pieces of the centrifuge bowl are located at the bottom of the centrifuge chamber. Further review of the photograph shows the centrifuge bowl appears to have dislodged out of the bowl holder and impacted the centrifuge chamber wall. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the centrifuge bowl not being properly secured into the bowl holder during installation of the kit by the end user. A material trace of the bowl assembly and its components used to build lot m126 found no related non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the centrifuge bowl break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a bowl break during the treatment after 120ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned a photograph for investigation.